Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer input incorrect personal profile settings. Additionally, the pump time setting was incorrect, cause was unknown. Customer's blood glucose (bg) was over 500mg/dl. The customer administered a manual injection to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.